Event description:
During a lap cholecystectomy procedure, on 1st applier the jaws caught hold on trocar upon insertion and instrument did not fire. On 2nd & 3rd devices the instrument fired but clips did not form completely and clip fell off tissue. There was no patient consequence.